Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during device insertion, the sheath kinked. The device was removed and an unspecified non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.